Event description:
Event description. Date of occurrence: (B)(6) 2014. ICU pt receiving fentanyl: 2500 micrograms per 50 mls. Dose rate was 0.25 micrograms / kilograms / hr. Female pt, (B)(6). Pts weight (B)(6). Pump calculated rate of 0.26 mls / hr. Pump operated for 34 minutes and was stopped for "other reasons." Customer suspect it was stopped for an apneic episode. After about 30 min, the pump was turned back on and the bag was noted to be emptied. The infusion was never actually restarted. Narcan was administered. No further information on pt. Customer noted that they do not use this type of set with an upper y-site and would like the investigation to include examination of the upper y-site to see if medication was extracted. Customer believed they used set (B)(4). (B)(4).